Manufacturer narrative:
(B)(4). Medwatch report (B)(4) was recieved and linked to this report initially submitted based on limited information provided by the sales rep. This follow-up report is to add the additional detail and correct the date of event.

Event description:
The rn was at the bedside attempting to insert a PICC. When attempting to peel away the sheath, the wing broke off and caused increasing bleeding at the puncture site. There was no harm to the patient. A new PICC was placed without difficulty.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. However, this sheath is being investigated for the same issue at the manufacturing site. Therefore the probable cause of this complaint issue is manufacturing related. The reported lot number is included in the scope of a field action submitted under our reference number 2518433-101415-009-r.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the bni-or. During removal of the peel-away sheath the sheath tab snapped off. The clinician was able to slowly remove the sheath and the catheter was left in place. It is not known if this caused a delay in treatment. There was no patient harm or death reported.